Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was defective. Lens was not implanted and they had to use a different lens. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).